Manufacturer narrative:
This device was included in a field advisory and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1571. It was reported, the pt is experiencing an increased charge burden and her charging antenna gets hot during charging. Also, the pt is experiencing positional sharp pains near her ipg site. An sjm rep met with the pt and confirmed the pt's recharge burden is abnormally frequent. A replacement charger was sent to the pt to address the antenna heating up issue and the frequent charging issue. F/u info identified the pt underwent revision surgery to reposition the ipg. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.